Event description:
Caller reported occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. The customer declined a systems check. Reportedly, the customer uses u200 insulin which is off label insulin.